Manufacturer narrative:
Additional information: device evaluation. The positioner control box and z-drive assay were returned to the manufacturer for analysis. Analysis found that the positioner control box was functioning as intended and the z-drive assay brake was not releasing letting the motor rotate. The issue was resolved upon part replacement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the z-drive motor and the positioner controller were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system would not complete motion in the z-direction. There was no patient present when this issue was identified. No additional information was provided.